Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent primary breast augmentation with mentor smooth round moderate plus profile 325cc saline breast prostheses. The right breast had a droopy crease in the skin and the outer edge of the breast prosthesis was visible under the skin. The customer's surgeon advised that the patient needed a capsulorrhaphy due to asymmetry. There was no sign of deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.